Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non conformities were found that would led to the reported complaint.

Event description:
The complaint/event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip. A "joint break" of the device was reported in the "conduit room". There is no available information about the patient, the infusion, the procedure, etc.